Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, detection algorithm performance, and pulse delivery functionality. Belt sn (B)(4) was returned to zoll manufacturing for investigation. The distributor reported that during testing, the belt fired a low energy pulse. As received, the belt failed incoming functional testing. Upon evaluation, the u727 and u728 components were blown from the distribution node pca and components esd700, l702, and l703 were physically damaged. A CAPA investigation is underway for this failure mode. There is no indication that the damage to the electrode belt occurred during use in the field, as the belt delivered a full energy 150j pulse while in use. Per the attached ECG strips, ECG acquisition was functional during the defibrillation event. Device manufacture date: monitor: 04/06/2011; electrode belt: 10/22/2014.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away the following day. The patient's nurse reported to the distributor on 08/20/2015 at 01:49pm that the patient had an event on (B)(6) 2015. It was reported that the patient was in the hospital and an alarm was heard. A nurse found the patient unresponsive. The nurse reporting the event was unsure what events took place after the patient was found but stated they may have given the patient compressions or other assistance. During a follow-up later that evening, it was reported that the patient passed away at 2:30pm on (B)(6) 2015. The patient's death was cardiac related but the patient was not wearing the lifevest. Per review of the event, the patient received one inappropriate defibrillation at 11:03:53 pm on (B)(6) 2015. The rhythm at the time of the treatment was asystole with CPR artifact. The post shock rhythm was asystole. Asystole is considered a non-shockable rhythm. CPR artifact contributed to the false detection. The device was shutdown immediately following the treatment at 11:03:59. The device was restarted at 11:42:05pm and a non-treatable rhythm was detected. Five arrhythmia detections occurred between 11:54pm and 12:18am. The ECG showed that the patient was in a sinus rhythm at 75 to 80 bpm. No treatable vt or vf rhythms were detected. The device was shutdown at 11:24:20am on (B)(6) 2015. The patient was not in a treatable rhythm at the time. The device was not active at 2:30pm, the reported time of death.